Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. The complete computed tomography scan confirmed a proximal type I endoleak. On (B)(6) 2012, reintervention took place to fix the endoleak using the palmaz stent graft. The endoleak was not resolved. The pt tolerated the procedure. The physician decided to monitor the pt. It was reported to gore, that the pt's aortic neck and the aorta were excessively calcified. Further info was requested.

Manufacturer narrative:
Additional info along with images of the event were requested. A review of the mfg records for the device is being conducted.